Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e mail that the insulin pump keypad buttons are not responsive and stopped working. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done via email as the customer was on a cruise ship without phone access. Customer was advised that troubleshooting is suggested before replacement, however a new pump would be provided to him. No further information was provided.